Event description:
Customer reported that the sensor was not properly communicating with the insulin pump, she received a calibration error, had a seizure, and went to the emergency room with a blood glucose of 44 mg/dl. Customer stated she did not know the sensor was not communicating with the insulin pump and did not feel her blood glucose was low until right before the seizure. She was treated with glucose liquid gel at the hospital. Sensor calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.